Event description:
It was reported that the customer was experiencing high blood glucose levels (316 mg/dl). Customer changed his cartridge and took a corrective bolus via the pump.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.